Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During scorpio nrg surgery, the tibial impactor broke when the surgeon implanted a tibia component. The fragment does not remain in the patient.